Manufacturer narrative:
(B)(4). The starclose clip was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure was achieved in the right common femoral artery after an unspecified procedure with a starclose se device on (B)(6) 2015; however, the patient returned to the physician on (B)(6) 2015 and the starclose clip was found at skin level. The starclose clip was removed with forceps. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. Although the reported clip migration could not be replicated in a testing environment the reported experience is confirmed as the clip was returned. Based on analysis of the returned clip, there is no indication of a product quality issue with respect to manufacture, design or labeling. A conclusive cause for the reported clip migration could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.